Event description:
Customer received a result of 126 mg/dl on the aviva combo system, while a comparison lab returned as 300 mg/dl or 347 mg/dl within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned to manufacturer.